Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-aug-2014, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported that during a pump replacement due to normal battery depletion on the date of this report, the doctor confirmed a portion of the connector looked frayed so it was replaced with an 8784. The rep was requesting confirmation of revised 8780 catheter calculations. The rep was in the middle of the case so she did not have time to answer any related questions. The event date was (B)(6) 2020 and patient symptoms were not reported. Additional information was received from a healthcare provider (hcp) via the rep on (B)(6) 2020 indicated it was unknown if there were any environmental/external/patient factors that may have caused or contributed to the event and the cause of the event was undetermined. The catheter was partially explanted on (B)(6) 2020. It was noted the catheter portion nearest the pump appeared to be frayed. The doctor decided to revise the connector portion and was able to withdraw from the catheter access port (cap) pre and post revision. The patient¿s status after the device was removed was recovered without sequela and there was no patient injury. The reason for catheter removal was ¿break, tear, hole.¿ the event did not result in any impact to the patient and the catheter was returned for analysis. No further complications were reported.

Manufacturer narrative:
Analysis of the catheter identified damage to the transition tube. The previously reported evaluation codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, expl product type catheter. If information is provided in the future, a supplemental report will be issued.